Event description:
Insertion handle could not be unthreaded and broke off at the distal 25% of the handle. Broken piece could not be retrieved after multiple attempts and physician had to drive the plug and residual insertion handle further up the femur.